Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first firing was successful, however on the second firing, the firing failed and could not continue. The surgeon stated that the device had a lot of resistance and also made a loud noise. Due to the stapling failure the staple line was incomplete distally in addition there were poor staple formation. The surgeon then used another handle and reload but same thing happened. The surgeon then decided to used manually suture the tissue in order to complete the case. There was tissue damage as a result of the device problem.